Event description:
It was reported that (1) device was used during a laparoscopically assisted vaginal hysterectomy. It was reported by the rep that the hp052 was set up for the case, when the surgeon went to the handpiece, he heard a solid tone. The scrub tech attached a test tip and still had the solid tone. Replaced the handpiece and the lcsc5 worked fine to complete the case. There was no consequence to the pt.